Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
Patient weight was obtained and has been added to this report.

Manufacturer narrative:
Updated information received: 4 days following the implant a non-medtronic cardiac resynchronization therapy (crt-d) was implanted with a medtronic pacing lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed left bundle branch block (lbbb) and atrial flutter. A biventricular automatic implantable cardioverter defibrillator was implanted 5 days after the procedure. No other adverse patient effects were reported.